Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that they were alerted by their dexcom system to a low event. The patient was transported to the hospital where he was given dextrose via IV to bring his blood glucose levels up. No additional event or patient information was provided.